Event description:
Pt went in for small saphenous vein surgery on (B)(6), 2011. After firing the laser the pt complained of burning sensation, add'l tumescent anesthesia was administered. Laser was turned back on. At approx 5.3 seconds into firing of laser, physician noted fiber was illuminated (bright white). Procedure was aborted and fiber removed. The tip of fiber was missing. Ultrasound over the course of the treated segment of vein showed 2 short areas of increased echogenicity with shadowing in the prox ssv just below the spj. A cut down was performed to retrieve the laser tip. However, it was not found. Doctor and pt agreed to the wait and see approach and come back in for evaluation. Pt has returned for a few follow up appointments and reports no complications.

Manufacturer narrative:
Biolitec's quality control dept has evaluated the returned product and the root cause for the missing fiber tip could not be determined. This is the first complaint on the 400um fibers and the regulatory dept will continue to monitor any trends through the customer communication complaint system. We have also contacted the initial rptr for pt follow up info. The pt has had the follow up appointments on (B)(6) which all reports state that pt is doing well and there are no issues at this time.